Manufacturer narrative:
This report is submitted on january 1, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68047 device analysis report.pdf]

Event description:
Per the clinic, the patient expereinced a loss of connection to the internal device, however, the issue could not be resolve.the implanted device remains